Event description:
Healthcare professional reports inconsistent act-lr results with the hemochron signature elite microcoagulation system. Medical staff using act-lr testing to manage heparin therapy in pts on extracorporeal membrane oxygenation (ECMO). Medical staff was observing increased clotting in the ECMO circuit, which could occur with sub-therapeutic heparin administration. The expected therapeutic target time was between 180-220 seconds. Act-lr results were on average between 216-292 seconds, which were either within the therapeutic range or supra-therapeutic. Target time: 180-220 seconds. No adverse events reported.

Manufacturer narrative:
References itc complaint (B)(4). Cuvette lot # l2jlr215. No related ncmr's identified for this instrument. During follow-up communication, medical staff reported that they did not wish to further troubleshoot and they decided to manage pts using anti-xa testing. Itc has requested all data required for form 3500a.